Manufacturer narrative:
(B)(4). Analysis was normal. No anomaly was found.

Event description:
It was reported that the capture thresholds had increased. The patient was not symptomatic and admitted to lifting heavy furniture recently. The lead was explanted and replaced without any complications.